Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was discarded and not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review).a search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was removed because of a scratch on the lens. There was no patient injury. The lens was cut into 3 pieces to remove it and was discarded. Additional details received states that lens was removed and replaced in the same procedure from patient's right eye. Lens of same model and diopter was used as back up lens to complete the procedure. There were no visual symptoms experienced by the patient. No medical/surgical intervention such as incision enlargement, vitrectomy or sutures were required and the scratched lens was cut and removed from initial incision no further information available.